Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of the returned component found the humeral tray appeared to have fractured in bending overload. This report filed november 7, 2009.

Event description:
It was reported that patient underwent reverse shoulder procedure in 2009. Subsequently, patient was working on farm machinery and reportedly heard a metallic sound in his shoulder. Revision was performed eight months later; truunion of the humeral tray was noted to be fractured inside of the stem. Components were removed and replaced.